Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient's pump was interrogated after an MRI and indicated a motor stall occurred. After waiting 20 minutes, interrogation was attempted but the programmer could not locate the pump and the "little yellow light was flashing on the programming head." Two programmers were noted to have been used. No symptoms were reported. It was later reported that the healthcare provider "usually had issues when they had to program pump." The reason they could not get the programmers to communicate was because they did not hold the programming head over the pump long enough. The hcp was advised to hold it for at least twenty seconds, and they were able to get it to work. It was noted that "the issue resolved" because, one week after the report, the hcp was no longer having issues and they were able to successfully communicate with the pump. It was not known if the motor stall ever recovered.